Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from the USA alleging the one touch verio iq meter was prompting the battery icon symbol. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was prompting the battery icon symbol. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The meter, test strips, and ac adapter have been returned to lifescan (lfs) for evaluation. The evaluation of the products has not been completed; therefore, no conclusion can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the usb cable have passed testing with no faults found. The reported issue could not be reproduced. However, the ac adapter had defective components. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: usb cable, ac adapter: 10/25/2012.